Manufacturer narrative:
The following devices were also listed in this report: unknown femoral knee component; cat# unknown; lot# unknown unknown femoral tibial component; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon converted patient's right knee from a pkr to a tkr after patient reported pain. Rep reported that no further case or patient information is available due to hospital policy.